Event description:
It was reported that the right atrial (ra) lead exhibited persistent oversensing following ventricular pacing events. It was noted that the patient had previous inappropriate atrial anti tachycardia pacing on some episodes along with previous far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694265, lead, implanted: (B)(6) 2000, 419688, lead, implanted: (B)(6) 2010. (B)(4).